Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had arrow buttons stick. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had scratches on the screen, back light dimmer, battery cap scratched and rewind takes longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed rewind and self test. No unexpected rewind anomalies noted. No unexpected sticking button anomalies noted. No unexpected back light anomalies noted. Device received with stripped battery cap coin slot and minor scratched lcd window.